Event description:
It was reported the patient¿s stimulation would shut off and turn back on by itself. It was noted the issue started a month prior to call and started at once a week, but had increased to three or four times a day. It was reported the down time was around fifteen minutes. It was noted the patient was not confirming if the stimulator was off with the programmer, it just felt off. It was reported the patient used stimulation at a high level and had not had any traumas or events recently.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2013, product type: screening device; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2013, product type: screening device. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that there was an appointment date of 2014-(B)(6). It was further noted that the cause of the event was unknown. It was noted that the patient was reprogrammed.